Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3: correction- the device was initially reported to be returning; however, additional information was received stating that the device was discarded.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after an unspecified intervention procedure. Reportedly, when attempting to advance the knot the suture came out. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.